Event description:
It was reported that the surgeon inserted a 13.2 mm micl 13.2 implantable collamer lens, but the lens would not unfold after being inserted into the pt's eye. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. It is unknown if a replacement lens was implanted.

Manufacturer narrative:
Lens work order search. A lens work order search was performed and no similar complaint was found.